Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that a personal therapy manager programmer (ptm) error code was observed. The ptm error code was 8474, which indicates a pump reset. According to the rep, the patient did not mention hearing a pump alarm. No symptoms were reported. According to the patient, the error code was observed a couple of days prior to the date of the report. No additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.